Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien customer service engineer (cse) verified the malfunction. Cse proceeded to replace the breath delivery (bd) central processing unit (cpu). The unit passed extended self testing.